Event description:
New information received noted that the atrial lead continued to exhibit noise. Additionally, low impedance was noted. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 45.8 cm. An inner insulation abrasion exposing the inner coil was noted at 11.6 ¿ 11.8 cm from the connector pin consistent with abrasion caused by external forces. This is consistent with the observation from the field of noise and low pacing lead impedance.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed noise on the atrial electrogram. The noise over-sensing caused inappropriate automatic mode switch and inappropriate pacing as well as pacing inhibition. Programming changes were made; further intervention was discussed. The patient was in stable condition.